Manufacturer narrative:
(B)(4). Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted. Format history file analysis confirmed pump error alarm (variable 3) due to open traces. Unit received with pillowing keypad overlay. No displacement anomaly or motor anomaly noted during testing. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear alarm. Customer was able to complete rewind. Insulin pump passed self test. Customer was also alleged insulin pump for over delivering. Blood glucose level was 63 mg/dl and treated with food. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.